Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported by medical affairs, the patient had jaw pain and heart palpitations 5 years after a cypher stent was implanted in the lad along with 4 other unknown stents. The patient was told she had a minor heart attack. A 6th unknown stent was implanted in the patient in an unknown vessel. The patient is a (B)(6) female. On (B)(6) 2008, patient had a cypher stent placed in the lad and 4 additional unknown stents placed in unknown vessel after a scheduled stress test in (B)(6) 2008. Patient was hospitalized for unknown number of days. On (B)(6) 2012, patient experienced jaw pain and heart palpitations. The patient was told she had a minor heart attack. As treatment, patient had a 6th unknown stent placed in an unknown vessel. She thinks the stent was put inside one of the previously implanted stents. She doesn¿t know where in her coronary arteries or which stent. Patient was hospitalized for unknown number of days. Patient stated that she felt better after the 6th stent was implanted. The product remains implanted in the patient; and therefore, was not returned for analysis. A device history record (DHR) review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13395866 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Myocardial infarction is a known potential adverse event associated with stent implantation procedures. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting. Myocardial infarction (mi) or acute myocardial infarction (ami), commonly known as a heart attack is the interruption of blood supply to part of the heart, causing some heart cells to die. This is most commonly due to occlusion (restenosis) of a coronary artery. Restenosis is associated with the progression of coronary artery (atherosclerotic) disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-coronary stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. Vessel occlusion, restenosis, intimal hyperplasia or recurrent strictures are well known documented potential complications of this type of procedure and are listed in the IFU as such. The inherent risk of the procedure combined with the patient¿s atherosclerotic disease, vessel characteristics and procedural factors may have contributed to the event. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it is not available to be returned for analysis. A device history record (DHR) review and additional information are pending and will be submitted within 30 days upon receipt. Concomitant products: atorvastatin, sotalol, centrum for women, vitamin c with rosehips, coq10, temazepam, aspirin, and calcium plus d. (B)(4).

Event description:
As reported by medical affairs, the patient had jaw pain and heart palpitations 5 years after a cypher stent was implanted in the lad along with 4 other unknown stents. The patient was told she had a minor heart attack. A 6th unknown stent was implanted in the patient in an unknown vessel. On (B)(6) 2008, patient had a cypher stent placed in the lad and 4 additional unknown stents placed in unknown vessel after a scheduled stress test in (B)(6) 2008. Patient was hospitalized for unknown number of days. On (B)(6) 2012, patient experienced jaw pain and heart palpitations. The patient was told she had a minor heart attack. As treatment, patient had a 6th unknown stent placed in an unknown vessel. She thinks the stent was put inside one of the previously implanted stents. She doesn't know where in her coronary arteries or which stent. Patient was hospitalized for unknown number of days. Patient stated that she felt better after the 6th stent was implanted.